Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with 16.42ml fluorouracil and 71.6ml 0.9% sodium chloride solution, and the expected therapy time was 22 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 22, 2015 ¿ january 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.